Event description:
Pt was tested on suspect device, inr=8.0. Sample was retested and inr=7.2 on suspect meter. Lab samples drawn and inr=4.4 and 5.0. Controls were stated to be within range. No treatment was given based off of the suspect meter results.